Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels in the 50's (mg/dl). Reportedly, the customer ingested glucose tablets and decreased the pump basal insulin rate. The cause of bg was unknown. Customer's bg level was 234 mg/dl while troubleshooting with tandem technical support.